Event description:
Same case as MDR ID: 2134265-2015-00094. It was reported that guidewire fracture and vessel perforation occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 20mm in length, de-novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) containing a bend of <= 45 degrees. The physician advanced a 330cm rotawire¿ and 1.25mm rotalink burr to the lesion in high speed mode at 190,000rpm. During the fourth ablation, the rotawire fractured approximately 20cm from the tip. The physician was not aware at the time that the rotawire had fractured and continued ablation. As a result a vessel perforation occurred. The patient needed emergency coronary artery bypass grafting (CABG). After the emergency CABG, the patient was stable. The patient was seen in the cath lab six days later so the physician could remove the fractured portion of the rotawire¿ out of the patient's body.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).